Manufacturer narrative:
E1: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described the patient was in the room with pets while sleeping. Two days prior to the event onset, the patient presented to the pd unit with unclear symptoms and was initiated on empiric therapy with vancomycin (2.5g, intraperitoneal, discontinued on the same day) and ceftazidime (1.5g, intravenous, discontinued on the same day) for the event. The same day as the event onset, the patient was hospitalized for 24 hours due to suspicion of polymicrobial peritoneal infection and treated with ceftazidime (1.5g every 24 hours, intraperitoneal, for 20 days) as maintenance treatment for peritonitis. A day after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient was trained in prevention and safety measure for coexistence with pets. No additional information is available.